Event description:
It was reported that following an angiogram in 2001, the pt underwent a right groin cardiac catheterization procedure and was closed with a 6f angio-seal device without complications. The pt was discharged home that evening. Subsequently, the pt experienced focal numbness, focal tingling, chest pain, shortness of breath, cold leg, swelling and severe pain of the right groin which was evaluated by ultrasound three days after the angiogram. The ultrasound was negative and revealed no evidence of a hematoma or pseudoaneurysm. In the following month however, the pt was readmitted to the hosp but refused to have an ultrasound performed. The pt was discharged home with a presciption of percocet for symptomatic relief and was instructed to follow up with dr the next day. The pt was also instructed to return to the emergency room if the problem increased. The pt continued to experience severe right groin pain. Twelve days later, an ultrasound was performed revealing a possible foreign body in the initial procedural puncture site. Six days after this ultrasound, the pt was taken to surgery for removal of a section of an angio-seal device tamper tube. The pt is reportedly recovering.